Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics of the returned unit are within specifications.

Event description:
An unexpected pacing rate during the replacement procedure of the subject device (because of normal battery depletion) was observed. A burst of ventricular pacing events of 90min-1 had occurred while the pacing rate was programmed at 30min-1 (with no smoothing nor rate response). The device was in standby mode. It was returned for analysis.

Event description:
An unexpected pacing rate during the replacement procedure of the subject device (because of normal battery depletion) was observed. A burst of ventricular pacing events of 90min-1 had occurred while the pacing rate was programmed at 30min-1 (with no smoothing nor rate response). The device was in standby mode. It was returned for analysis.

Event description:
An unexpected pacing rate during the replacement procedure of the subject device (because of normal battery depletion) was observed. A burst of ventricular pacing events of 90min-1 had occurred while the pacing rate was programmed at 30min-1 (with no smoothing nor rate response). The device was in standby mode. It was returned for analysis.